Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half height cubie drawer 3.1 was failed and the rails were broken. The customer attempted to remove the broken metal railing and ball bearings, succeeded but there was now no railing to hold/guide the other piece of metal in place. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 half height cubie drawer metal rail was broken. A field service engineer (fse) found rails failed on main drawer 3.1 and replaced it and tested. The system functioned as intended after the field service engineer repaired the device.